Event description:
It was reported that when discontinuing the catheter on a heart lung transplant the pt began to show cyanotic symptoms. Pt was placed in a hyperbaric chamber to stabilize. No pt complications were reported.